Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 5 message as well as another unspecified error message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the error messages first appeared on an unspecified date around 2 and a half to three months prior to the alert date of (B)(6) 2018. The patient manages their diabetes with 4mg glimepiride per day and made no changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that an unspecified period of time after this they developed the symptom of ¿impaired vision¿; a symptom which they associated with hypoglycemia. The patient also reported experiencing ¿chest pains and headaches¿ which they attributed to other unspecified health issues. As a result of the ¿impaired vision¿ the patient went to the hospital where they informed the mss that they were treated with insulin by a doctor. The patient did not specify what type or dosage of insulin was provided, but confirmed that this was the treatment they were given. The patient also informed the mss that their doctor had measured their blood glucose prior to this treatment being provided, but the patient could not recall the blood glucose result obtained at this time. At the time of troubleshooting the cca noted that the patient¿s testing technique was correct and this was not the first time the product had been used. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.